Event description:
On march 19, 2024, senseonics was made aware of an incident where the patient complained of receiving sensor suspend alerts (error code 36). A reveiew of the glucose data showed that alerts were received on (B)(6) 2024 at 06:57 am which could be due to several rejected calibrations. A transmitter diagnostic log was requested from the customer which was reviewed and was determined that the sensor performance had deviation from normal behavior due to which a sensor replacement was approved. Since this incident resulted in early sensor removal, a vigilance report is being submitted.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4.date of this report 04 june 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). G3.date received by the manufacturer? 04 june 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.